Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
When unscrewing the impactor tip from the handle the plastic tip came away from the metal thread.

Manufacturer narrative:
The device associated with this report was not returned. A two-year search of the complaint database did not identify a trend for this product code. A search of the database found no additional reports for this failure mode against the provided product/lot code combination. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.